Event description:
Patient undergoing bilateral breast implant exchange and implant was ruptured. Implant - left: 14.2 x 14.2 x 3.5cm mentor m+ 400cc, lot# 6401185. Implant - right: 14.2 x 14.2 x 3.5cm ruptured breast implant with a 0.3 x .03 defect along the peripheral; edge mentor +400cc, lot# 6005886.